Manufacturer narrative:
The company representative was able to replicate the reported issue. The vitrectomy valve cabling was replaced to address the issue. The system was tested and found to meet product specifications. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance based review of the serial number was performed. There were no relevant contributing factors identified. A review for ¿complaints reported against this serial number¿ was performed. There were no relevant complaints found as part of this investigation. The root cause of the reported event is attributed to the nonconforming vitrectomy valve cabling. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Similar event data was collected for the associated reported events. Quality assurance will continue to perform periodic monitoring for evidence of adverse trending and take further action as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during the vitrectomy, the vitrectomy probe 25ga packs stopped working and did not work although new vitrectomy probes were connected. Surgery has been completed on the same day. Patient impact have not been provided. Additional information has been requested but is not available at the time of this report.